Event description:
On (B) (6) 2010, pt reported he has been experiencing low blood glucose levels with readings of 46 mg/dl and in the 50's mg/dl during the past 3 weeks. Pt's normal blood glucose is around 130 mg/dl. Pt stated he has been on a diet for the past 3 weeks and exercising more frequently. Pt reported when his blood glucose is low, he is able to self treat. Pt reported drinking alcohol once during the three week timeframe. Pt stated he possibly took a bolus and did not eat the correct amount to compensate for the bolus. Battery cover has not been changed within four battery changes and adapter change is unk. Pt stated he changes them every 9 to 12 cartridge changes. Pt reported his current blood glucose was 550 mg/dl during the call. He stated he has been working with the clinical trainer to get his blood glucose elevated. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.